Manufacturer narrative:
(B)(4). Date initial report sent 1/12/2015. Device has been received; evaluation pending.

Manufacturer narrative:
Evaluation summary: instrument one was received loaded with a fully fired 4.8mm single use loading unit (sulu). Instrument two was received sealed. Functionally, the first loading unit was reloaded with staples, reloaded into the first instrument and applied to test media. The staple line was properly formed. The second instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Based on the evaluation each sulu is inspected for missing or advanced staples during the manufacturing process to ensure there are staples prior to clinical application. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during operation, the nurse reloaded the stapler with a new loading unit. The surgeon fired the stapler (closed, then fired) and cut the tissue (distal fire, duodenum), opened the stapler, and found that staples had not deployed. The loading unit was empty. The surgeon stated that the tissue seemed a little compressed, but they were able to close the lumen of the duodenum with sutures. It was reported that the loading unit looked like it was fired, as the yellow material below the staples (which serves as a fire indicator) was visible.